Event description:
After a neurology procedure, an angio-seal evolution was selected and deployed into the common femoral artery without complications. After thirty minutes of observation, no bleeding was seen and the pt was moved to the intensive care unit (ICU). Several hours later, retroperitoneal bleeding was detected. The pt underwent vascular surgery to repair the lacerated artery. The anchor was found outside the artery and bent. The collagen and anchor were still knotted together by the suture.

Manufacturer narrative:
Additional information has been requested. A follow-up report will be submitted upon completion of the investigation.